Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device indicates that the metal cap is detached and not returned. The glass cap exhibits severe devitrification at output window. The fiber can independently rotated within outer flow tubing. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks, torn, and moderate contamination, likely biologic. The outer flow tubing open end is compressed. It is probable that the cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the returned device revealed that the metal cap was detached. No patient outcome information was provided.